Event description:
It was reported intermittent occlusion alarms occurred, increasing in frequency. The customer's blood glucose level was displayed as "High"; a specific value was not provided. Elevated blood glucose was addressed with a supply change. The customer continued to use the pump, has a back-up available if necessary.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.